Event description:
Patient having increased ataxia and weakness. Shuntogram performed on (B)(6) 2013 showing v-p shunt malfunctioning. Surgery (B)(6) 2013 to replace v-p shunt.

Manufacturer narrative:
The returned spva valve has been received and analyzed by our laboratory. According to the results, the valve, the reservoir, and the catheters do not meet all of their specification requirements. Significant deposits have been found inside the valve. Additionally, several deposits have also been observed inside the reservoir and the catheters. Even after thorough cleaning, some of these deposits were still impossible to remove. Functional tests revealed the valve's ruby ball to be immobile within its seat, as a result of deposits, preventing air and alcohol flushing. Complete cleaning of the valve was not possible. The pressure setting testing procedure produced unstable measurement values. Given these results, we conclude that an obstruction had developed inside the shunt and affected the normal behavior of the valve. Such shunt obstructions are a known short and long term complication described in the instructions for use and they are not indicative of a device malfunction, or problems with surgical technique or handling.